Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found seal ring torn with material missing, likely due to induced damage. The stylet insertion test failed near the terminal pin and the x-ray performed showed a necked-down inner coil and a crimp sleeve migration near lead terminal end. This type of damage is consistent with inner coil over-torque and helix extension/retraction difficulty. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
It was reported that, before implant procedure the r wave and the impedance of this right ventricular (rv) lead were not able to be measured. Subsequently, a different rv lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that, before implant procedure the r wave and the impedance of this right ventricular (rv) lead were not able to be measured. Subsequently, a different rv lead was implanted. No adverse patient effects were reported.